Event description:
An aus device was implanted on 4/18/89. The cuff was removed on 9/3/93. A revision surgery was attempted on 3/26/95. The remaining components were removed from the pt on 1/9/97 due to "non-functioning".